Manufacturer narrative:
Patient city: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in czech republic. On (B)(6) 2024, it was reported that the patient's infusion set was leaking at site. Moreover, the infusion set was used for less than 24 hours. No further information available.